Event description:
Copd [chronic obstructive pulmonary disease]; coughing up mucus [productive cough], wheezing [wheezing], trouble with lungs, lung damage, spots in lung, lungs becoming inflexible [lung disorder], asthma [asthma], pneumonia [pneumonia], emphysema [emphysema], device misuse [did not take off excess fixodent powder off denture before applying [device misuse]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, extra hold powder for years, including when it was fasteeth years ago, 1 applic, 1/day, and reported the following: coughing up mucus, wheezing, having trouble with lungs/lung damage, have asthma, copd, and almost died from pneumonia years ago. She could have visited her pulmonologist. Treatment: nebulizer, rescue inhalers, and oxygen. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - codeine. Concomitant medications included: cardiovascular system drugs, antidepressants, diuretics, and vitamin supplements. No further information was provided. On (B)(4) 2011 update: details revealed in a review of the initial contact of (B)(4) 2011: the consumer, (B)(6), reported that she started using fixodent powder in 1965, 1 applic daily in the morning on dentures she received in her 20's. She mentioned that she applies fixodent to wet dentures but does not remove the excess powder, sometimes breathing in some of the powder as she puts the dentures in her mouth, and sometimes swallowing excess powder once her dentures are in place (device misuse). She was diagnosed with copd in late 1997; her pulmonologist keeps asking her if she has been around asbestos, which she hasn't, due to her additional symptoms of spots in lungs, lungs becoming inflexible, and emphysema. Additional treatment: sleeps with CPAP and uses a hand-held rescue inhaler. Additional past medical history included: teeth were bad and pulled, received dentures when she was in her 20's. Additional concomitant medications included: lasix, garlic, fish oil, and cranberry. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.